Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of unspecified infection is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3: date of event estimated. D4: the UDI is unknown as the part and lot# are unknown.

Event description:
This event is from a summary literature review of prior studies providing recommendations for arterial vascular access and closure after procedures. Studies sited have shown the importance of ultrasound guidance to reduce complications, levels of pain and improved first-pass success. Although, vascular closure devices (vcds) do require multiple procedural steps, increasing the complexity of use, it is also noted in several studies the use of perclose, prostar and starclose devices provide high rates of achieving hemostasis, along with reduced times to post-procedural ambulation. Perclose and prostar use are recorded to reduce patient discomfort, and at the same time provide no increase in major and minor complication rates. It has been shown there is a minimal infection rate for the use of these type of devices. Other data records a minimal rate of major complications for starclose. Starclose devices use a permanent metal implant which can cause susceptibility artifacts during MRI examinations. Newer closure techniques involving the perclose and prostar vcds are suggested for hemostasis of larger arteriotomies (= 5fr), patients with coagulation disorders, obese patients and uncooperative patients. In general, the selection of vcds should take into consideration factors of operator experience, patient's mental and physical state, the procedure performed, vascular anatomy and pathology, the limitations of the devices, the access site location, and potential risks, as well as, available resources. Specific patient information is documented as unknown. For additional information, reference article titled, "esr essentials: arterial vascular access and closure devices-practice recommendations by the cardiovascular and interventional radiological society of europe".